Event description:
It was reported during in clinic follow up that the right ventricular lead delivered inappropriate anti-tachycardia pacing (atp) due to lead noise. The lead was successfully explanted on (B)(6) 2024. The patient was stable.